Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic right hemicolectomy, the stapler was able to fire but there was poor staple formation and the staple line was incomplete on the proximal and central part. To resolve the issue, another manufacturer's product was used to complete the case and the surgeon fixed the staple line by suturing.